Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inserted a sensor but kept getting a sensor error. When they removed the sensor, half of the electrode was missing. They checked the site but could not find any electrode. The customer's blood glucose level was 5.6 mmol/l. They will be sent a replacement for their sensor.